Event description:
It was reported that the right atrial (ra) lead had high thresholds. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6949 implantable tachy lead, (B)(6) 2007; 4024 implantable pacing lead, (B)(6) 1999; 4194 implantable pacing lead, (B)(6) 2007. (B)(4). (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.